Manufacturer narrative:
On 09/10/2019, the investigation on the suspected medical device was completed. Investigation summary: according to the information reported, the patient experienced a rupture in the right-sided breast implant. During analysis of the sample, it was found to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing process to ensure the device meets the required specifications prior to shipment. Based on the information reported and the product investigation, no corrective action will be taken at this time. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On 10/15/19, mentor received additional information regarding the patients' other symptoms. The patient experienced fatigue, joint pain, insomnia, brain fog, difficulty concentrating, limb numbness and tingling, muscle weakness, temperature intolerance, sensitivity to light, sound and smells, sinus infections, skin rashes, ringing in ears, headaches, depression, decreased libido, mood swings, sharp pains in chest, weight gain, food intolerance (gluten), swollen lymph node near left breast, fibromyalgia, irritable bowel syndrome, muscle spasms, and night sweats. However, the root cause of the patient¿s symptoms is unclear. The relevant field has been updated. On (B)(6) 2019, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal without replacement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 550cc mentor memorygel breast implant ( catalog #: 350-5001bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a 550cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The diagnosis was confirmed by a physician. As a result, the patient underwent removal without replacement on (B)(6) 2019.